Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. Without the original package available for review, it is impossible to determine the validity of this complaint. This complaint is deemed indeterminate. Placeholder.

Event description:
It was reported that as the facility was preparing and stocking sets, the facility opened a drill bit package that had one number on the package however, the number and type of drill bit inside the package was different. The consultant confirmed that the facility noted that the packaging was brand new and intact. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: (B)(4). The manufacturing evaluation was completed on 07/31/2012. Clarification: the 2.4mm drill bit was received for a manufacturing evaluation without its original packaging, and the overall product condition indicates that more likely this drill bit was never used. No signs of any use, damage or visual nonconformities were observed. The returned part was etched with part number 317.871 and lot number u134066. Without the original package available for review, it is impossible to determine the validity of this complaint. This complaint is deemed indeterminate from a manufacturing standpoint.